Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 196 mg/dl. Reportedly, the infusion sets were changed to address the issue. Customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.